Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 20045507 medical device expiration date: 04/04/2023 device available for eval yes, returned to manufacturer on: 09/15/2020 device manufacture date: 04/04/2020. Investigation conclusion eight photos and four samples of the model mz5302 maxzero extension sets were submitted by the customer for quality evaluation. The customer complaint of sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure was verified by visual inspection. A device history record review for model mz5302 lot number 20045507 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 04apr2020. There is one quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the packaging malfunction could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that minibore pressure, removable IV cnnctr package was damaged which caused sterility to be compromised. The following information was provided by the initial reporter: material no: mz5302 batch no: unknown it was reported that sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure. Hospital is running into issues with the new form of packaging on items mz5302 and mz5307. The newer lots are inflated and the glue isn¿t holding on some sections if there¿s any pressure. They state that this compromises the sterility and is hard to notice since the older lots weren¿t inflated. They¿ve provided samples that I¿d like to send in for an investigation so please provide a label as soon as possible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore pressure, removable IV cnnctr package was damaged which caused sterility to be compromised. The following information was provided by the initial reporter: material no: mz5302 batch no: unknown it was reported that sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure. Hospital is running into issues with the new form of packaging on items mz5302 and mz5307. The newer lots are inflated and the glue isn¿t holding on some sections if there¿s any pressure. They state that this compromises the sterility and is hard to notice since the older lots weren¿t inflated. They¿ve provided samples that I¿d like to send in for an investigation so please provide a label as soon as possible.